Event description:
Surgeon reported one pt with induced astigmatism in the left eye following refractive surgery. This event was reported under manufacturer report #3003288808-2009-00008. During a recent review of the pt's records, it was determined the right eye also exhibited induced astigmatism postoperatively. This report will be submitted for the right eye. The surgeon's notes indicate an enhancement is "most likely". Additional info has been requested.

Manufacturer narrative:
The territory manager reviewed the log file for the day of the pt's surgery and determined the system was operating optimally and within specification. The surgery was completed without any interruption, system messages or errors. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.